Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Upon triage it was noted that the unit's power cord has copper exposed.

Manufacturer narrative:
The scd 700 was evaluated and the review showed that the unit had a damaged power cord, with positive and negative prongs on the plug showing thermal damage. The unit was triaged and the reported issue was confirmed. After a visual inspection, the power cord was observed to be damaged with exposed copper wire. The root cause of the reported symptom was misuse/handling. Device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.